Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during a set change while the customer tried to fill the tubing with insulin. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated that the insulin pump was still beeping but the alarm was not on the screen at the time of the call for it to be cleared. She noted that the insulin pump was not bumped or dropped. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to replace the insulin pump and declined to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.